Event description:
Manufacturer narrative (provided by livongo). The device associated with this incident was not returned for investigation. Should this device be returned; a supplemental report will be filed to document the results of the investigation. Event description: the patient stated that the result from the blood pressure monitor was 30 points higher than the result from a manual reading performed at their doctor's office. The exact date of event is unknown.

Manufacturer narrative:
Cause: 1. Transtek couldn't get the complaint details from end user and couldn't get back the device for further analysis. 2. No inventory of the same model is found. 3. We checked the all related DHR, including manufactured process records, fqc inspection records, ect, and no accuracy issue was found. 4. The product has passed clinical validation iso 81060-2:2018. Its performance meets the requirements. 5. The instructions have already covered the relevant operation. The customer didn't read the instructions carefully. Corrective action: 1. Establish a regular communication mechanism with customers. 2. Preparing a document concerning troubleshooting and essential precautions as a notification of reminder for customer promotion to minimize the risk of user misoperations. Conclusion: this issue would not cause or contribute to a death or serious injury, not a MDR event.